Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: 5/2/2013h4.

Event description:
It was observed that during the device inspection, the subject device exhibited loss of image when wiggling the scope end connector. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunction was identified during the device evaluation: loss of image when wiggling the scope end connector. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the subject device exhibited loss of image when wiggling the scope end connector. There were no reports of patient involvement.